Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. Additional reportability code: hematuria 2558. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was originally thought to have a gastrointestinal bleed, but was found to be bleeding due to a malignant mass. The mass was surgically removed. On (B)(6) 2017, the patient had presented to clinic with continuous low flow alarms, hemoglobin 6.9 g/dl (down from 12.6 g/dl), inr of 5.3, and melena. The patient was admitted to the intensive care unit (ICU) and gastroenterology was consulted. The patient received packed red blood cell (prbc) transfusions and anticoagulation was held. The following day an upper endoscopy taken at bedside revealed an actively bleeding duodenal mass. Three units of fresh frozen plasma (ffp) were initiated and the patient was taken to interventional radiology (ir) and it was coiled. -inr was 3.1. The patient was returned to ICU but continued to require an unspecified amount of prbc transfusion. On (B)(6) 2017, inr was 3.1. The patient was taken to the gastrointestinal lab for endoscopy and a mass was clipped and cauterized. The patient continued to bleed and the lvad system was reflecting low flows. Prbcs were initiated and given 10mg vitamin k, 2 units ffp were given. An echocardiogram was performed and revealed an ef of 30-35%, and the aortic valve opened with each cardiac cycle. The following day the patient was taken to the operating room for and exploratory laparotomy with duodenal mass resection and open cholecystectomy. Fluctuations in lvad flow were observed and the inr was 1.7. On (B)(6) 2017, heparin was restarted and the was inr 1.3. The lvad system continued to have significant fluctuations of lvad flow estimations and power. On (B)(6) 2017 the lvad power was extremely elevated, and the lvad stopped. The patient remained hemodynamically stable, on dobutamine. A decision was made to turn the lvad pump off completely with no device exchange at this time. Lactate dehydrogenase level was at 831 u/l, on heparin and inr 1.3. The following day a repeated ramp echo was performed on dobutamine. The left ventricle was moderately dilated with severely depressed function, estimated ejection fraction was 30%, global hypokinesis, and calculated cardiac output of 7.9l/min. On (B)(6) 2017, the patient was stable and off inotropes. Heparin was initiated for anticoagulation and warfarin was to start (B)(6) 2017. The following day, the plan was to cut the percutaneous lead (driveline) and remove excess lvad driveline cable; however the patient expired on (B)(6) 2017. No official cause of death was reported, but an autopsy was performed at the request of the family. It was later reported that the patient had stood up that morning and then became unresponsive. The patient was noted to be bradycardic and not breathing, so was intubated and transcutaneously paced (which was unsuccessful). The patient then went into pulseless electrical activity (pea) and advanced cardiac life support (acls) was initiated for a couple rounds until the spouse decided to cease resuscitation efforts. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported events could not be conclusively determined. Device thrombosis, bleeding, neurologic dysfunction, and respiratory failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.